Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone 10.0mg/ml at 3.004 mg/day and bupivacaine 12.0mg/ml at 3.605 mg/day via an implantable pump. Indication for use was spinal pain. In 2014, date not reported, the pump was visible coming out under the skin. It looked funny and was hurting the patient. The issue was "fixed" by the healthcare provider in (B)(6) 2015. The cause of the erosion, diagnostics, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.